Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5092086 that a female patient who underwent a breast surgery with two 375cc mentor smooth round moderate profile prostheses and experienced left-sided wound infection, right-sided breast pain, and bilateral deflation postoperatively. Two weeks after the implantation, the patient started to experience left-sided breast pain, breast discharge, and abdominal pain. One year later, the patient started to experience right-sided breast pain. In 2019, the patient¿s doctor tested the discharge from her left breast, and the result came out to be aerobic bacterial acinetobacter-lwoffi. The patient attributes it to her left breast implant. Currently, the patient is experiencing several unexplained systemic symptoms, including abdominal pain, memory loss, speech problems, nerve pain, leg pain, and arm pain. However, the root cause of the patient¿s symptoms is unclear. Also, the patient believes that both of her breast implants are now ruptured since her right breast is smaller than the left side . At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left prosthesis.